Manufacturer narrative:
The product was not returned for inspection. Add'l info will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a interventional endovascular procedure when the 10 x 60 mm smart control stent was deployed at the target lesion, the physician noted that the stent was actually a 10 x 80 mm stent. There was no reported pt injury. No add'l info was provided. Attempts to obtain add'l info have been unsuccessful.